Event description:
It was reported that the customer's insulin pump had a crack on the reservoir. The customer also reported that she experienced a high blood glucose level above 400 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).